Manufacturer narrative:
Initial.

Event description:
It was reported that the patient used meal announcements on the ilet bionic pancreas to attempt correction of a high blood glucose of 335 mg/dl, and was advised that this was an improper method and to allow the system¿s correction algorithm to address hyperglycemia. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue was associated with user interaction with the user interface and an incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.